Event description:
It was reported that during shoulder repair, tip of anchor broke and the tip of the inserter also bent. Broken tip was recovered from the patient. A backup device was available to complete the procedure. Delay was approximately 15 minutes and no patient injuries were reported.

Manufacturer narrative:
Device was returned for evaluation. The device was used for an arcr procedure. The complaint indicated that ¿the tip of the anchor broke and tip of the inserter bent¿. The bent forks indicate loss of axial alignment. Procedural details listed the patient¿s bone density as hard. For hard bone, the accompanying IFU recommends either a 3.5 mm spade tip drill or a 4.75 mm threaded dilator for approved bone site prep. The communications said ¿a 3.8mm tapered awl was used for prep hole¿. Axial alignment is also dependent upon proper site prep. No root cause associated with the manufacture of this device could be supported nor proven. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.